Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported that the patient had their first ins replaced because the leads had corroded. Caller stated the patient said their doctor informed them that this had occurred. No patient symptoms were reported. No further complications were reported or anticipated.